Event description:
A camino probe was reported to have malfunctioned during use and was described as follows; when the "fiber" was inserted it read 10. When the "fiber" was blocked by turning it, the probe read 30. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.